Event description:
Customer complained of defective batteries. For 4 batteries, customer reported that the sys suddenly stopped indicating that the batteries were empty, but the batteries were fully charged. Customer also indicated that test data for the batteries would be sent to zoll circulation. No adverse event reported.

Manufacturer narrative:
Reported complaint of defective battery was not confirmed because the battery was not confirmed because the battery was not returned and test data was not provided. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influence by the frequency of use and frequency of routine battery maintenance. Based on its MFR date, this battery is more than 2 years old and has passed the end of its useful life. No adverse event reported.